Event description:
New information received notes that the generator was explanted and replaced. There were no adverse patient consequences reported.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of inability to interrogate was not confirmed, no pacing output was confirmed. As received, the device functionality appeared normal. Output became unavailable during temperature cycle testing. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery voltage was in normal range. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator unable to be interrogated. An electrocardiogram revealed that the patient was bradycardic, and the device demonstrated no magnet response. Device replacement was discussed; however, no interventions were reported. The patient was in stable condition.